Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned and was loosely packed in a cardboard box. Upon return, the super arrow-flex (saf) sheath was noted on the returned sample; dried blood spots were noted within the sheath sidearm. The one-way valve was noted tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Numerous kinks to the iabc central lumen were noted at approximately 49.8cm, 58cm, 63.2cm, 66.3cm, and 76.1cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0072in-0.0078in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Numerous leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of six (6) repeated leak sites consistent with contact from a sharp object were noted around the circumference of the bladder at approximately 14.5cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 37cm, 49.7cm, 58.1cm, 63.3cm, 66.4cm, and 76.2cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. Some blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "catheter's helium tube was found to have blood" is confirmed. During the investigation, numerous punctures to the bladder, consistent with contact from a sharp object, were found on the iabc bladder membrane which allowed blood to enter the helium pathway and can cause the helium leak alarm. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; how-ever, the specifications were not met during the complaint investigation due to the bladder leaks. The root cause of the complaint is undetermined, a potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " the catheter was inserted and counterpulsation was initiated. About 10 minutes later, the iabp device reported a helium leak, and the catheter's helium tube was found to have blood on it, so the catheter was immediately withdrawn and replaced with a new catheter". Additional information states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported " the catheter was inserted and counterpulsation was initiated. About 10 minutes later, the iabp device reported a helium leak, and the catheter's helium tube was found to have blood on it, so the catheter was immediately withdrawn and replaced with a new catheter". Additional information states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".